Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that there was a broken tubing/crack that caused external spray into the face of the patient while attempting to flush yesterday morning.the leak was discovered on 5/31. The port was placed on 5/27 and was investigated and changed in ir last evening. Patient received prbc, routine 0.9ns flush